Event description:
A home care assistant nurse from (B)(6) was accidentally stuck with a patient's used lancet. The health center followed normal internal procedures after the event. Detailed information about the health center procedures was not provided. The lancing device is expected to be returned for evaluation and a new device was sent to the customer.

Manufacturer narrative:
The device was not reprocessed and reused on a patient (d8).

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided and lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.